Event description:
Device returned to manufacturer for analysis with report of "pump malfunction. Refill not showing correct amount of drug in pump." Follow up with hcp revealed patient did not suffer withdrawal symptoms. Patient's pump "gradually died" and spasticity increased so gradually that care staff did not note a significant problem. Ashworth ratings at time of discovery of 17 ml residual, were 5 in one leg and 4 in the other. Patient is responding well to dose titration with the new pump and spasticity is now at level 3.